Manufacturer narrative:
Product event summary: it was reported that the clip on the strap that holds the controller in place in the patient pack was damaged. The patient pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device failed visual inspection; the left side plastic strap clip of the inner bag was missing from the strap. As a result, the reported event was confirmed. A possible root cause of the reported event can be attributed, but not limited, to inadequate stitching and/or to wear due to the handling of the pack. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported from the site that the clip on a patient pack was broken upon opening and use in the operating room. The clip is the clip on the strap that is used to secure the controller in place while in the pack. A second pack was opened and used without incident. No patient complications have been reported as a result of this event.